Event description:
New information received notes that the patient presented in the clinic experiencing pain at the site of the implantable cardioverter defibrillator (ICD) pocket and redness seen around the ICD pocket due to ICD pre-erosion.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital due to implantable cardioverter defibrillator (ICD) pre-erosion. It was noted that the skin area near to the ICD pocket was thinning. The ICD was explanted successfully. The patient's condition was stable.